Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell into a sink and was slightly exposed to water; subsequently an altitude alarm occurred. Customer's blood glucose level reached over 400 mg/dl which was addressed by administering manual injections. Ultimately, customer was able to clear alarm and resume insulin delivery.